Event description:
It was reported that a malfunction occurred with the pump, identified as malfunction 199, indicating an issue on the pump with malfunction code malf 13. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support provided storage mode instructions and prepared to send a replacement pump, advising the customer to return the faulty pump within 10 days using the provided return box and label.